Event description:
It was reported that the patient experienced fatigue and the right atrial (ra) lead and right ventricular (rv) lead were found to have high impedance, no capture and possible fracture. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg, implanted (B)(6) 2010. (B)(4).